Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.